Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg incision site was not healing properly. The patient had an incision wash out and was doing well after procedure.